Event description:
Follow up reported the patient had not had the revision done yet. The patient was waiting to get insurance. The revision was not scheduled.

Event description:
It was reported that a patient experienced a loss of stimulation and a lack therapeutic effect. The patient was not feeling stimulation in their left knee where they had pain. It was noted that the doctor did an epidural trial for the patient's pain in their left knee which was successful. It was stated that the doctor was going to remove the lead in the left leg and add an epidural lead. The doctor was also going to move the implantable neurostimulator (ins) from the left thigh to the low back. It was stated that the patient was alive with no adverse event or injury.

Manufacturer narrative:
Concomitant products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 355531, lot# n293393, implanted: (B)(6) 2011, product type screening device; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).